Event description:
It was reported that the physician was not certain that the patient's device was working. The physician's office reported that the vns is not working and is not sure why the physician thought this. The patient was referred to surgeon. Attempts to obtain additional relevant information were unsuccessful.

Event description:
Product analysis was completed on the generator. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device.

Event description:
Additional information was received that the patient had a generator replacement. The generator was returned to the manufacturer for evaluation. Product analysis is planned but has not been completed. The implant card was received and stated the reason for replacement was battery depletion.